Event description:
Rptr had screws and plates placed in her lower back. Since this procedure her condition is much worse. Before this she had never had pain on her left side. Now rptr has a burning sensation and sharp pains that feel like flesh is ripping. She has also lost reflexes in left foot and has numbness in both feet.